Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were used to manage diabetes. The customer was not receiving an occlusion alarm at the time tandem technical support was contacted. The cause of the past occlusions was unable to be determined.